Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('straight and coiled metallic wire extends into uterus for depth 2.2 cm along left side') in an adult female patient who had essure (batch no. B59459) inserted for female sterilisation. The patient's concurrent conditions included adenomyosis, endometriotic cyst, uterine leiomyoma, uterine bleeding and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: surgical pathology report: diagnosis: 1) uterus, bilateral tubes, ovaries and hysterectomy and bilateral salpingo-oophorectomy; proliferative endometrium; adenomyosis and subserosal endometriosis; leiomyoma. Benign endocervix at resection margin; benign ovary bilateral with endometriosis and endometriotic cysts; benign fallopian tubes bilateral with endometrium. 2) portion of round ligament: consistent with round ligament. Intraoperative consultation: bilateral metal material identified in fallopian tubes. Clinical history: abnormal uterine and vaginal bleeding. Specimen: bilateral tubes, ovaries and uterus, portion of round ligament. Gross description: extending into uterus from attachment point of fallopian tube is straight and coiled silver metallic wire. The wire extends into uterus for depth 2.2 cm along left side. Lot number: b59459 production date 2013-07-30 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. Serious incident event "removal" now replaced with "straight and coiled metallic wire extends into uterus for depth 2.2 cm along left side". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('straight and coiled metallic wire extends into uterus for depth 2.2 cm along left side') in an adult female patient who had essure (batch no. B59459) inserted for female sterilisation. The patient's concurrent conditions included adenomyosis, endometriotic cyst, uterine leiomyoma, uterine bleeding and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: surgical pathology report: diagnosis: 1) uterus, bilateral tubes, ovaries and hysterectomy and bilateral salpingo-oophorectomy; proliferative endometrium; adenomyosis and subserosal endometriosis; leiomyoma. Benign endocervix at resection margin; benign ovary bilateral with endometriosis and endometriotic cysts; benign fallopian tubes bilateral with endometrium. 2) portion of round ligament: consistent with round ligament. Intraoperative consultation: bilateral metal material identified in fallopian tubes. Clinical history: abnormal uterine and vaginal bleeding. Specimen: bilateral tubes, ovaries and uterus, portion of round ligament. Gross description: extending into uterus from attachment point of fallopian tube is straight and coiled silver metallic wire. The wire extends into uterus for depth 2.2 cm along left side. Lot number: b59459 production date 2013-07-30 expiration date 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. B59459) inserted for female sterilisation. The patient's medical history included uterine bleeding, vaginal bleeding, endometriosis and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: extending into uterus from attachment point of fallopian tube is straight and coiled silver metallic wire. The wire extends into uterus for depth 2.2 cm along left side . Lot number: b59459 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.